Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use the infusion set detached from their skin and fell away from their body. The home care user reported that they were able to quickly replace the infusion set. No further adverse effects to user reported.